Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain, nausea, vomiting, and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. Pd therapy was discontinued two days later, the catheter was removed, and the patient was switched to hemodialysis. The patient was treated with oxacillin (intravenously (IV), dose and frequency not reported). The patient was discharged from the hospital nine days after admittance. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j18015, h13k01043, and h13l11065 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.